Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. In the middle of the procedure, an error message appeared. The scope was unplugged and plugged back in, but it did not work and a loading screen appeared. The procedure was completed with another exalt d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h11: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The investigation was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. Block d4, h4: based on the device evaluation the lot number has been added. Therefore, the manufacture and expiration dates were included.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. In the middle of the procedure, an error message appeared. The scope was unplugged and plugged back in, but it did not work and a loading screen appeared. The procedure was completed with another exalt d scope. There were no patient complications reported as a result of this event.